Manufacturer narrative:
The pod was received fully deployed. Cracks were found on the sides of the top housing. A leak was found on the unexposed portion of the soft cannula. Magnification found a hole at the site of the leak. Corrosion was found on the pcb and mechanism rails. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Manufacturer narrative:
The pod was received fully deployed. Cracks were found on the sides of the top housing. A leak was found on the unexposed portion of the soft cannula. Magnification found a hole at the site of the leak. Corrosion was found on the pcb and mechanism rails. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 466 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported patient did not wear pod from saturday to 7:30am sunday; mother reported a 95% basal increase, starting at 8:30am (sunday) for 7 hours, and carbohydrate ratio was changed from 20/22 grams to 18 grams. As treatment, a manual injection of insulin was delivered. The patient's blood glucose and insulin history are as follows: time: 7:30am, bg(mg/dl): bolus(u): new pod activated; 10:46am, 270; 11:08am, 276; 12:17pm, 300; 1:38pm, 466; 2:30pm, 3 units via syringe.